Manufacturer narrative:
This is a definitive report. This case is received by seikagaku corporation on april 6, 2020 from the FDA as mw5093733 dated march 30, 2020. No further information will be expected, since no contact information is available. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot# 0019h08g.

Event description:
Unk: a female patient received gel-one injection into the knee for osteoarthritis. 2020-unk : she was hospitalized due to heart attack. (B)(6) 2020: she has medications.